Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4), per variance 5.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015. The cause of death was pancreatic cancer. The customer had cancer diagnoses in (B)(6) 2015. The caller stated that chemo treatments ensued from april to the second week of august. However, the treatment was too painful for her abdomen. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death. The caller did not know how long the insulin pump had been disconnected. The caller agreed to return the insulin pump for analysis once it is found. The caller did not have the insulin pump; hence the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.